Event description:
It was reported that the tip of the inserter was fractured while trying to insert the anchor into the patient¿s burr hole. No foreign bodies were retained. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 UDI number, g3, g6, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.